Manufacturer narrative:
No patient problems were reported. Separates is not labeled. Event is still under investigation.

Event description:
The surgeon noticed that the catheter was being severed at the upper level of the hole where the catheter exists the needle. Additional information provided on (B)(6) 2011: to the best of the physician's knowledge and to date, he is unaware of any patient suffering from any associated morbidity as a result of the complaint. The physician stated that this is not the first incident he (the physician) has experienced this complaint, he still uses the needle but uses a different catheter. He has also adjusted his technique, when he has finished and needs to remove both the needle and the catheter, he now removes the needle first and then the catheter, rather that visa versa which he used to do. No piece of the device remained inside the patient.